Event description:
This complaint is initiated from screening of service reports. No automatic ventilation. Pre-use check okay. When turned on with pressure control ventilation, only half fresh gas flow with 100% o2 showed. Okay with volume control ventilation even when going back to pressure control ventilation. Ventilation works, but the failure is reproducible as the pc boards and the modules were replaced without improvements. There was no injury.